Event description:
It was reported this balloon ruptured following multiple inflations during an arteriovenous fistula graft declotting procedure of a very calcified lesion. An inflation device was not used. Following withdrawal of the balloon catheter it was noted the distal segment of the balloon had detached and remained in the graft. A graft dissection and hematoma was also noted. Surgical retrieval of the balloon material as well as removal of the graft followed. A dialysis catheter was placed and it was indicated the physician is planning to place another graft. The pt's condition is good and has since been discharged. This device has not been rec'd for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's f/u indicated this graft had been in the pt for 11 years and the anastomosis site was extremely calcific. F/u also revealed a pressure gauge was not used to determine the adequate dilating force within the balloon. It was also indicated this device was used in a non-indicated procedure, declotting and arteriovenous fistula graft. Co believes the above factors may have contributed to this event. Directions for use state: "ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedure other than those indicated in these instructions is not recommended. It is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...it loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon repture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."